Manufacturer narrative:
Analysis results: the root cause of the customer¿s complaint is a burned charger.

Manufacturer narrative:
Analysis results: the supplier report indicated a valid subcomponent with cold solder failure.

Manufacturer narrative:
The event date is approximate. The diamondclean smart charger is an accessory to the diamondclean smart power toothbrush system. Complaint received from (B)(6).

Event description:
A consumer reported that their diamondclean smart charger exploded. No injury or property damage was reported.